Event description:
An error message appeared on the display preventing the use of the device during a surgical procedure. No adverse effects to the patient have been reported.

Manufacturer narrative:
A water flow error appeared during the surgical procedure. This error didn't repeat during service checks so it was not possible to establish the root cause. We are unaware about operator/patent injury.